Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 alarm noted during testing or in download history file. No unexpected pump error 63 alarms noted during testing however, the formatted history file confirmed pump error 63 alarm (line number (B)(4) file number (B)(4). Problem isolated to the electronic assembly as per global logic analysis no physical damage noted during visual inspection. Faultnumber: hardwareerroralarm (63) linenumber: (B)(4), filenumber: (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated fill cannula was recorded in daily history. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device will be returned for analysis.